Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The wearable was inserted into the arm on (B)(6) 2025. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-094761 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 4/29/2025 it was determined this complaint is not reportable per (B)(4).